Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (impact code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. A definitive root cause was not identified, however, the probable cause of the malfunction likely be due to the effect of considerable mechanical force caused by an impact, fall or collision with other devices. Olympus will continue to monitor field performance for this device.".

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the telescope had the proximal end bent causing no view. The issue was found during preparation for use. There were no reports of patient harm as a result of this event.